Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument no longer conducted current. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken conductor wire at the proximal end, near the main tube and roll gear junction. No signs of thermal damage were observed. Additionally, the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across either grip tip. There was obvious damage to the conductor wire. The complaint was confirmed by failure analysis.